Manufacturer narrative:
(B)(4) - investigation evaluation and corrective actions are in-process. A follow-up report will be filed.

Event description:
The customer reported four instances of red-tinged plasma that they are alleging are hemolyzed. The alleged hemolysis was found post-donation, during component preparation. There was not a transfusion recipient or patient involved at the time of the component preparation, therefore, no patient information is reasonably known at the time of the event. Two of the disposable sets are available for return. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
Investigation: three sets were received for investigation. The sets were visually inspected and no anomalies were found. Samples were taken from one of the sets and tested for hemolysis. Hemolysis was confirmed, however the sets may have been affected by uncontrolled temperatures during shipping. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. The number of reports regarding the incident concerned has increased in the lots manufactured after the new specification (i.e. The lower limit of the "average cationization level", greater than equal to 0.570) was established. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.